Event description:
A customer reported a an approximately 3 cups of fluid leak, which was not contained within the instrument, on the coulter lh 750 hematology analyzer. The fluids associated with this event are diluent and clenz. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported, no death, injury or exposure was reported. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. The field service engineer (fse) was on site and observed that the source of the leak was the tubing at pinch valve (vl) 4b, which is used to backwash the flow cell. The fse also found that the automatic start switch was not working and retic mix motor was sluggish possibly damaged by the fluid leak. The fse replaced the affected tubing, automatic start switch, and the retic mix motor. No further evidence of leaking was observed. The failure mode of the event was the tubing going through vl4b.

Manufacturer narrative:
(B)(4).